Event description:
Customer reported a low blood glucose event. The paramedics were called to his home. The blood glucose reading at the time of the event was 30 mg/dl. Customer stated that he lost his signal on his sensor and went to bed and had a low. The sensor did not alert. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.